Event description:
Information was received indicating that a patient receiving chemotherapy via a smiths medical deltec® gripper plus® safety needle noticed leaking from the anti-return valve. The patient went to the emergency department for evaluation. There were no reported adverse effects.